Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient alleged his device stopped working approximately five months after it was implanted. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention to replace the patient's scs ipg may be necessary.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates the patient stopped charging the ipg rendering it to be inoperable. Also the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.